Event description:
Hospitalized for high blood sugar levels. It was indicated that the md believes the cause of event was pancreatis and high blood glucose with ketones. The time on the pump was off by forty five minutes and the customer was assisted with resetting the correct time. It was reported that the customer was unable to treat high blood glucose with manual injections. The customer had not changed to a new insulin vial prior to the event. In addition, the pump passed the leadscrew test. The customer was educated on following the two high blood glucose rule.